Event description:
It was reported that stent damage occurred. The 38mm x 2.5mm, 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The procedure as completed with another of the same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the distal region of the stent. Struts were found to be flattened. The undamaged crimped stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 38mm x 2.5mm, 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The procedure as completed with another of the same device. There were no complications reported and the patient status was stable.